Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) guided pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the axios stent was successfully deployed. However, the distal flange did not fully open. The stent remains implanted, and the procedure was completed. In the physician's assessment, the stent will fully open by itself. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.